Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert a cat6 into a non-penumbra sheath using the peel away sheath, the physician experienced resistance and subsequently, the cat6 became bent; therefore, it was removed. The procedure was completed using another sheath and an indigo system aspiration catheter d (catd). There was no report of an adverse effect to the patient.